Event description:
The customer observed falsely depressed wbc results generated on the cell dyn sapphire analyzer for one patient. The following data was provided: sid (B)(6). Initial wbc 0.05, repeated 9.10. Initial rbc 4.03, repeated 3.99. Initial hgb 11.49, repeated 11.83. Initial mcv 91.34, repeated 91.36. Initial rbco 4.09, repeated 4.03. Initial plto 196.38, repeated 189.85. Initial plti 191.31, repeated 188.47. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer submitted data to aid this investigation. The investigation included a review of product historical data, product labeling and consultation with subject matter expert. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any trends or abnormal complaint activity. Labeling was found to be adequate for the complaint issue. Review of the attached specimen reports found that multiple wbc differential parameters were flagged as violating the patient limit set, which are specified limits for numerical results for all parameters. Results below the lower range limit is color-coded yellow and underlined and results above the upper range limit is color-coded purple and underlined. The generation of these flagged results indicate that verification of the results may be necessary according to laboratory procedures. Further review found that interpretive messages for leukopenia, neutropenia, lymphocytopenia, and eosinophilia were generated for seq 360. Neutrophilia and lymphocytopenia were generated for seq 365. Interpretive messages, such as those listed previously, are displayed when the user enables the interpretive report option. The interpretive messages will be generated when a result falls outside the appropriate limit. The cell-dyn sapphire operator¿s manual, 9140426d¿october 2014, states that results that fall outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, notifying the physician or performing a stained blood film review. Analysis of the scatterplots found that there were less events on the scatterplots for wbc differentials, neutrophil-eosinophil, low-hi fl, and mono poly I scatters for seq 360 in comparison to seq 365. This lack of events for the scatters for seq 360 indicate the possibility of an obstruction causing the sample to not be properly analyzed. Ticket notes indicate that the customer troubleshooted the data related issue by cleaning the dilution cup. In table 10.12 of section 10, of the cell-dyn sapphire operator¿s manual, 9140426d¿october 2014, indicate that wbc dilution cup not filling and draining properly can cause imprecise wbc/nrbc data. Based on the information provided, the issue regarding falsely wbc results was resolved by service. The cleaning of the dilution cups resolved the issue. Based on the complaint investigation, a deficiency was not identified.